Manufacturer narrative:
H6: yielded jaws. Based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damaged and would not hold or form the clips properly. No conclusion could be reached as to how the damaged to the jaws occurred. If the jaws are torqued or closed over a hard object, the jaws can become damaged and will not hold or form the clips properly.

Event description:
It was reported the er220 was used during a laparoscopic lower anterior resection. It was reported by the affiliate the clip dropped from the jaw. The clip did not fall into the pt. There was no consequence to the pt.